Event description:
Medtronic received information that following the implant of this mechanical valve, echocardiography results revealed that one leaflet was not moving appropriately. Therefore, the patient was placed back on cardiopulmonary bypass and the heart re-opened. The valve was rotated; however, one of the leaflets remained in the closed position. The patient was placed back on bypass and the valve was explanted. The valve was noted to be satisfactory. The doctor resected the tissues under the native valve orifice and re-implanted the same valve. Subsequently, echocardiography showed that the valve movement, although restricted at first, began to move normally with no adverse patient effects. The procedure was completed and the patient will be monitored.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Some possible reasons for the inadequate leaflet movement include: interference with a suture tail, tissue impingement, stitch placement of the valve, valve sizing by the physician or incorrect dimensions of the leaflets or orifice. The available evidence suggests that tissue impingement was the cause of this one leaflet not moving, as after the valve was explanted and the tissues under the native valve were resected, the re-implanted valve had normal leaflet motion. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.